Event description:
The customer reported the system displayed an overload fault error message. This will result in a shut down without command situation. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.